Manufacturer narrative:
Product analysis: visual evaluation revealed the screw has separated from the multi-axial head. Optical inspection confirmed the ring and crown were still assembled in the head. A portion of the ring has been sheared through the cross sectional area on each side of the retaining ring gap, with the remaining portion of the ring still seated in the groove of the head. Microscopic inspection confirmed witness marks on one side of the inner head consistent with severe angulation of the bone screw. Dimensional check confirmed bone screw head diameter to be within print specification. The above observations are consistent with overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent pedicle screw internal fixation and bone graft fusion due to lumbar spondylolisthesis. In tra-op, the screw broke. The implant came in contact with the patient. No fragment of the broken implant remained inside the patient. There were no patient complications as a result of this event.